Event description:
It was reported that the patient was not dependent on the pacemaker for normal function. It was noted prior to a routine generator change that noise resulting in oversensing was present on the atrial lead. No programming changes were made. The atrial lead remained implanted. The physician decided to maintain the same programming in the new generator and to keep monitoring the noise on the atrial lead. The patient was stable.